Manufacturer narrative:
The insulin pump alarmed during the self test due to faulty electrical component on the radio frequency board. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed self test alarm during basal delivery. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that they were able to clear the alarm but the finger stick value would not transfer to the insulin pump anymore. The insulin pump will be returned for analysis.